Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent laparoscopic hernia repair on an unknown date in 2020 and the absorbable straps were used. It was reported that the tacks were coming out skewed from the device, and the surgeon used suture to complete the procedure. It was reported that when the device was fired into the tissue the straps would not load in straight. The surgeon was not receiving the purchase of the strap into the tissue, and the straps were not holding the mesh in place. The device continued to fail to deploy straps properly to hold the mesh in place. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 04/21/2020. Corrected information: d3, g1, g2 additional information: d10 h3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, the foil pouch was received. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.